Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2021. Customer's blood glucose level at the time of the incident was 500 mg/dl which was treated with intravenous insulin drip. Customer reported symptoms such as feeling tired, weak at the time of hospitalization. Customer reported fluid in reservoir compartment, reservoir was leaking from the barrel and o-rings. The insulin pump passed self test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.